Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk . A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 11-dec-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent and fibers on the lens surface. Dimensional and functional inspection found the lens to be within specifications.